Manufacturer narrative:
The field service engineer inspected the ise system. Ise checks were performed and there were no abnormalities. Precision studies were performed and were within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a k value of 5.48 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 4.58 mmol/l. The repeat value was deemed to be correct. The k electrode lot number was x63, with an expiration date of 28-may-2022.

Manufacturer narrative:
There were no errors on the last calibration performed on (B)(6) 2021. Previous calibrations for potassium showed calibration errors. One level of quality control was outside of range on the day of the event, but when repeating it after the last calibration that same day, the control was within range. Upon review of the alarm trace, an abnormal probe aspiration error occurred. This is an indicator of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.